Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. However, alarmed motor error during basic occlusion test and stuck in the motor error loop during bolus basal delivery and e70 error alarm confirmed in the history file due to corroded motor home switch. No further testing possible due to recurring motor error alarm. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched liquid crystal display window.

Event description:
It was reported that customer was hospitalized for high blood glucose levels because the insulin pump did not deliver insulin. Customer's blood glucose reading at the time of emergency room visit was 497 mg/dl. Customer's blood glucose had been 500-550 mg/dl. Customer stated that blood glucose levels kept getting higher and he was dehydrated and disoriented. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.